Event description:
Customer stated they were infusing magnesium sulfate at an unknown rate. The pump was in dose mode. The pump locked up, then displayed an error with the red flashing led light while it was plugged in. The pump was unresponsive. The error code was initially error 63 then it went to 75 and then to 123. No pt injury.

Manufacturer narrative:
Investigation results: the reported complaint was confirmed per the log report but the event could not be duplicated. Note: log shows se 75, 123. Tested pump with active wireless for 96 hours resulting in no se 75, 123.